Manufacturer narrative:
The eyelet of the plate was broken and bent open. The tab normally attached to the plate was not returned. It is unk when or how this damage occurred. Per the instructions for use that accompany the device, breakage of timesh components is a known complication. A review of the mfg records showed no anomalies. No impact to pt reported.

Event description:
It was reported to medtronic neurosurgery that the doctor found fissures on the edge of the connector during surgery.